Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier on the 2e main pyxis failed, which did not allow nursing to use the device and required them to manually enter a very large password at every sign in. There had been many attempts to remote in and patch the software to prevent the biometric identifier from going into hibernation, and we were continually told that it had been fixed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date and section d unique identifier (UDI), medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) escalated the issue for internal support following discussions with field service leadership due to the intermittent biometric identification failure. The fse visited the facility, inspected the affected unit with an escort, and coordinated a software update and system review. Previous corrective actions, including biometric identification driver installation, were confirmed with the customer. Because the issue occurred intermittently, the work order was kept open for monitoring at the customers request. After four weeks without any recurrence, the customer approved closure of the work order. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier on the 2e main pyxis failed, which did not allow nursing to use the device and required them to manually enter a very large password at every sign-in. There had been many attempts to remote in and patch the software to prevent the biometric identifier from going into hibernation, and we were continually told that it had been fixed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.